Event description:
Reported indicated that the programming wand was not communicating with the patient's device and no green power light was on. After troubleshooting and replacing the battery, the physician was still unable to get the wand to communicate with the patient's device. The handheld computer was plugged into the wall which is known to create interference that hinders communication between the programming system and generator. After unplugging the computer from the power outlet, the device still could not be interrogated. A replacement wand was provided to physician and the used programming wand was returned to device manufacturer for analysis. It was later reported that the physician was unable to get the replacement wand to communicate with the patient's device on (B)(6) 2012, but that troubleshooting could not be performed because the patient already left the office. However, it was again noted that the handheld computer was still plugged into the power outlet. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The vns treating physician reported on (B)(6) 2012 that he was unable to interrogate the patient's device again with the replacement vns programming wand. The wand reportedly worked for a visit or two but then no longer worked. He reported that he is continuing to titrate the patient's settings and the past couple of visits on (B)(6) 2012 and (B)(6) 2012, he could not interrogate. The physician reported that the handheld is functioning properly, but the replacement wand will not power on. The handheld computer was not disconnected from the wall power outlet as recommended in manufacturer labeling to help mitigate emi. However, there was no new electrical/computer equipment that may be contributing to emi, per the physician. He also said he would ensure the hhd is disconnected from the power outlet. The company representative attended the patient's appointment on (B)(6) 2012 with the physician. Using the company representative¿s programming system, the patient's device was successfully able to communicated. Representative found that the 9v battery in the physician's programming wand was dead. After replacement with a new 9v battery, the physician's programming system was able to successfully interrogate.